Event description:
It was reported to philips that system was shutting itself down. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was shutting down. Upon functional testing, there was output isolation transformer harmonic humming issue determined as per the vendor service report. To resolve the issue, the main breaker was reset. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.